Event description:
User reported issues related to device sensing problems using sensors. Inability to correctly sense is considered a reportable event. There was no patient harm as a result of these malfunctions.

Manufacturer narrative:
During investigation, it was found that the component failure was the root cause for both events (serial numbers:(B)(6).